Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial# (B)(4), implanted: (B)(6) 2017, explanted: (B)(6) 2018, product type: catheter. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(4), (B)(6), (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a device manufacturer representative regarding a patient who was receiving fentanyl (1000 mcg/ml at 50 mcg/day) via an implantable infusion pump for non-malignant pain. It was reported that the patient was not receiving therapeutic relief. A catheter dye study was attempted. The hcp was unable to aspirate the catheter. There were no environmental/external/patient factors reported that may have led or contributed to the issue. The distal portion of the catheter was replaced. The explanted portion was discarded and would not be returned to the manufacturer. The issue was resolved at the time of the report. The patient's status at the time of the report was alive - no injury. No further complications were reported.